Event description:
It was reported by service report that the foot section would not latch due to a damaged release handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.